Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter: occurred during a thoraco/wedge/segmental resectioning. On the fourth firing, the surgeon was not able to fire the device. The tissue was thick. Two more reloads were used with the same handle successfully. On the final resectioning, the when the surgeon tried to close the jaws of the device to remove it from the patient cavity; the jaws would not close. The surgeon could open the jaws and removed device from the tissue. Then could remove the device out of the cavity from the trocar, with remained the open jaws. No patient injury or extension in surgical time.